Event description:
It was reported by the aci vascular closure specialist that a patient underwent a diagnostic coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that when the physician shuttled down and withdrew the sheath from the tissue tract, the advancer tube was not exposed. It was originally thought that the sealant was deployed without the advancer tube showing. After further examination by a technician it was determined that the shuttle was not advanced all the way until a firm stop and the sealant was not delivered. The patient was converted to 5 minutes of manual compression at which time hemostasis was achieved. The patient was ambulated and discharged from the hospital the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle and the distal end of the shuttle cartridge was torn. It is unknown whether the damage on the shuttle cartridge was due to user manipulation or subsequent handling. The sealant was bunched up at the distal tip of the advancer tube approximately 11mm from the balloon proximal bond. The advancer tube was engaged to the proximal tamp lock, compressing against the sealant. Shuttle cartridge, tamp locks and the advancer tube features were measured that may have contributed to the incident. All features were found to be within specification. A review of the lhr was not possible as the lot number was not provided. Based on the information provided and the investigation performed, the root cause for the reported advancer tube not exposed and th tear at the end of the shuttle tube could not be conclusively determined.